Event description:
The pt presented in the clinic with a device that would not interrogate. After several attempts at troubleshooting this issue, it was decided to let the pt go for the day and try again the next day. The device would still not interrogate at the next follow up and only intermittent response was observed with a magnet place over the device. Several attempts to communicate with the device failed. Due to the fact that a consistent magnet response was not observed and telemetry could not be established with this device, it was recommended that this device be explanted. On (B)(6)2010 - the local rep was contacted regarding the disposition of the device. He stated that the device is still implanted. He and the physician are working on getting the family's consent to explant the device since the pt is mentally disabled.